Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented in clinic for a follow up routine post device change out procedure. Patient had a large hematoma and was referred to an electrophysiologist for further evaluation. Patient had a pocket draining procedure. Patient was stable prior, during and post procedure.